Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks that exhausted therapy. The episode was discussed with boston scientific technical services (ts) and programming changes were discussed. The field representative will discuss these suggestions with the physician to consider. There were no adverse patient effects reported. Additional information was received indicating the tachy zone cut offs were increased and the duration times were extended to avoid shocks for atrial fibrillation with rapid ventricular response to prevent inappropriate therapy in the future.